Event description:
It was reported that a reprocessed cutter/stapler misfired. The device intended to deliver 2, double staggered rows of staples while simultaneously dividing the tissue between the rows of staples. There was no pt injury.

Manufacturer narrative:
Medline renewal does not have enough information to determine the failure mode exactly. Root cause cannot be definitively determined with the information provided. No pt injury was reported. Medline renewal is filing this MDR in an abundance of caution due to the possibility that the failure is similar to a previous report. During normal conditions of use, staple lines are created, and then device may be reloaded to create additional staple lines as needed. A previous report found that, if the procedure requires an anastomosis between 2 open ends, the cutting blade could potentially cross over an existing staple line, premature dulling and/or damage to the cutting blade may occur. The instructions for use warn the user that this particular action may shorten the life of the instrument. The device in question was returned for analysis, and the damage to the blade was found to be consistent with the damage/dulling by the blade crossing over existing staple lines; whic has been determined to be the root cause for the previous reported incident.